Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode during routine follow-up. It was noted that the device had three and a half years of estimated battery life remaining so premature battery depletion (pbd) was suspected. The patient was admitted to the hospital awaiting device replacement, which has been scheduled. No adverse patient effects were reported. Evidence suggests that the device remains in service at this time. According to additional information, this crt-p was explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.